Event description:
It was reported that the insulin gauge was inaccurate and static. The fill estimate normalized and no cartridge change was needed. It was also reported that the cartridge was leaking from the canister. Customer loaded a new cartridge to address the issue. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.